Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad was torn and the up and down keypad buttons were under responsive; there was no reported moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the keypad was cut and torn between the up and contrast buttons. The contrast and down buttons were completely unresponsive and the ok and up buttons were intermittently unresponsive. Contamination was found on all of the keypad button contacts. Unrelated to the keypad, the display screen was dim and discolored.